Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire with a separated tip. The catheter shaft was inspected for damage. The device showed that the shaft was separated 10cm from the tip. The designed length of this device is 180cm. The returned portions of the device equaled to 180cm, which shows the complete device was returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the wire ragged. The target lesion was located in the prostate artery. A 180x25cm fathom-16 was selected for use. During use device, it was noted that the wire was found to be ragged. No patient complications reported.